Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The arm was inserted into the arm on (B)(6) 2026. On 06/27/2026, the patient's parent reported that the cgm remained at 50 mg/dl while the patient became lethargic. No fingerstick blood glucose (fsbg) test was performed at that time. Due to concerns about the patient's condition and the persistently low cgm readings, the parent decided to take the patient to the emergency room (ER). The patient arrived at the ER at approximately 10:00 am. Upon evaluation, the hospital obtained an fsbg reading of 450 mg/dl, while the cgm continued to display 50 mg/dl, demonstrating a significant discrepancy between the sensor and blood glucose results. The patient was treated with IV insulin and IV fluids. A repeat fsbg was obtained several minutes later (exact time not specified) and remained 450 mg/dl, while the cgm continued to display 50 mg/dl. Over the following hours, the patient's condition improved. The patient was discharged from the ER at approximately 12:30 am on (B)(6) 2026. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.